Event description:
It was reported that during proximal humerus avulsion surgery, the suture broke when knotting. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 2.8 twinfix ti anchor w/needles was returned for evaluation. Visual assessment of the device confirmed the reported suture breakage. The white leg of suture was returned and is broken approximately mid-point of its length. The needle is missing from one end of the suture and was not returned for examination. The suture is heavily frayed at the break area. The anchor is free from the inserter and its eyelet is slightly deformed. The condition of the suture indicates it came in contact with a sharp edge resulting in the breakage.